Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported a few years ago they had a ¿problem before¿ where a patient walked into a room where they were going to be having an MRI and felt the device shock them. The hcp didn¿t scan the patient and had no other information as this took place a while ago. No further complications were reported or anticipated. Relevant medical history includes spinal pain.